Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot cpfbwd, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; leak was noted from the back of the needle guard. The needle guard was dislodged. The valve failed the tests for programming and occlusion. The valve was leak tested; leak from the needle guard. The valve passed the test for reflux. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball , motor and on the seat of the ruby ball. Root cause - the root cause for the programming and occlusion issues are due to biological debris and protein build up interfering with the valve. The possible root cause for the needle guard dislodged could be due to a potential shock caused to the valve during the rugby game.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823164) had been in situ and working for over a decade but failed after playing rugby at school. There was no clear history of an impact to the valve. The valve was removed.